Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter peeled away from the shaft. The physician inserted the guide catheter and guide wire into the patient's right coronary artery. The physician inserted the aspiration catheter. The physician performed aspiration on the vessel. The physician attempted to remove the aspiration catheter, and the tip of the aspiration catheter separated peeled away from the shaft. The physician was unable to retrieve the separated tip and it remained inside the patient. The patient was in cardiogenic shock prior to the separated maker band. Patient expired.

Manufacturer narrative:
Evaluation is not anticipated, device will not be returning.